Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the cable break. It was reported that during preparation of the clip delivery system (cds), the m knob was aggressively turned, and the cable broke. It was no longer possible to deflect the cds tip. The device was not used in the anatomy and was replaced. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported clip delivery system (cds) cable break noise and mechanical issue of unable to straighten the tip when turning the knob was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the reported cds cable break. The reported mechanical issue (unable to straighten the tip when turning the knob) however, was a secondary effect of the cable break. There is no indication of a product quality issue with respect to manufacture, design or labeling.